Manufacturer narrative:
Though requested, additional patient information was not provided.

Event description:
Reportedly, during patient use, although the ventilator continued to ventilate normally, the display screen turned black. The same experience occurred even after the unit was rebooted. The patient was manually ventilated and transferred to another ventilator. There were no adverse patient effects reported.